Manufacturer narrative:
(B)(4). It was reported a packaging integrity issue. An unopened sample of product code p8698t, lot al7747 was returned for analysis. During the visual inspection of the sample, the tip of the needle through the copolymer and folder and it see exposed outside the package causing a hole in cavity was observed. Therefore, the sterile barrier was compromised. The manufacturing records were reviewed and the manufacturing / packaging criteria were prior to the release of this batch. Based on the samples condition, the assignable cause of packaging integrity, is hole in cavity, the reported complaint was confirmed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. When the suture packing box was uncovered, an envelope was found with the needle piercing the packaging, damaging the sterility of the product. There were no adverse patient consequences. No additional information was provided.